Event description:
It was reported that the pace/sense portion of the lead was fractured and exhibited noise. The system was downgraded to a pacemaker and the pace/sense portion a previously abandoned lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.